Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the battery was changed, the customer's insulin pump would take some time to respond and the screen would go blank for awhile and then resume function. It was stated replacing the batteries had not resolved the issue. Nothing further was reported.